Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic extender cuff stent graft was inserted in a pt for endovascular treatment of an abdominal aortic aneurysm morphology is unknown. The vessel was small, moderately calicified with areas of severe stenosis. It was reported that the physician had difficulty accessing the artery. The physician performed angioplasty. A 20 fr dilator sheath was successfully advanced with moderate difficulty in the left iliac artery, however the physician was unable to gain access in the right iliac artery. The physician attempted to place an aortic cuff proximally, due to the pt having a greater then 45 degree angulated aortic neck. During the advancement of the aortic cuff into the left iliac artery the stent graft kinked. The aortic cuff was removed without difficulty. Another cuff was attempted with the same results (MFR report #29533200-2005-01027). The physician then elected to attempt to access the pt's right iliac artery with a dilator. The physician was unable to advance the dilator and upon removal of the dilator a long segment of the iliac artery came out of the pt while removing the dilator from the pt. The pt's blood pressure dropped immediately, requiring CPR and an emergent surgical conversion. It was reported that during the conversion the pt expired.